Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record could not be reviewed because the subject device was manufactured more than 15 years ago. Based on the inspection result by local service department, it was presumed that the reported phenomenon occurred due to cable break. The cause of cable break could not be identified. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the image flickered and the cable might be damaged. The intended hysteroscopic electrotomy was completed with the same device. There was no report of patient injury associated with the event. The subject device was used in combination with ues-40.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated due to defective cable. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.